Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the jaw opened and detached from the catheter within the patient's cecum. The forceps device was withdrawn from the patient, and then the detached component was retrieved using another radial jaw forceps device. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the jaw opened and detached from the catheter within the patient's cecum. The forceps device was withdrawn from the patient, and then the detached component was retrieved using another radial jaw forceps device. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with only the clevis attached to the coil. The jaws, needle and eyelets were not returned for analysis. The welding marks were within specification. However, riveting was not present on the device. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the jaws detached. The evaluation attributed this to improper riveting. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.